Event description:
It was reported that log files were submitted for a patient with a known short to shield whose power module was alarming when plugged into any outlet. The customer stated that the alarm on the power module was a red battery light with a continuous alarm and noted that power strip was not being used. It was reported that the power module had prior alarms and was returned in may2023 for routine maintenance and the internal battery was replaced at that time. The site communicated that the entire unit would now be replaced. Log file interrogation captured routine events, nothing unusual was observed when using the power module.

Manufacturer narrative:
Section b5: the patient's known short to shield is captured under manufacturer report number 2916596-2022-10797. Manufacturer's investigation conclusion: the reported event of the power module (serial number: (B)(6)) producing a continuous red battery alarm could not be confirmed. The power module was not returned for evaluation; however, log files were submitted for review. Log files do not contain information regarding the alarms that are active on the power module's interface. The provided log file contained data spanning approximately 21 days (12jul2023 to 02aug2023 per timestamp). The power module appeared to output steady, normal voltages when in use. No atypical controller alarms were observed, and the pump maintained a speed above the low-speed limit throughout the data. Multiple attempts were made to obtain additional details about the troubleshooting performed and the resolution of the issue, but no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Review of the device history record for the power module, serial number ppm-27597, showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ provides information on how to handle all alarms that may be produced by the power module. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.